Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector was damaged. The following information was received by the initial reporter with the following verbatim. Are you able to help me send a product complaint to bd regarding this IV extension that broke apart during a CT contrast injection? The nurse said it blew apart and contrast was spraying around the room. This occurred late wednesday night, 2/26. I checked with the CT staff and they told me contrast for that type of test flows at 4.5 ml per second with a pressure limit of 300 psi¿which this device is rated for 10 ml per sec and 325 psi.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
Investigation summary: the customer reported a separation at the male luer on material mp5301-c, lot 24129188, and returned only a photo of the issue. The physical sample was reported to be returned under a label for a different complaint, (B)(4), which only received one sample. There is no physical sample for this complaint, however, the complaints have the same failure, lot, and material, and the plant response for (B)(4) will be shared along with this investigation. The manufacturing plant found the root cause for the separation issue to be related to incorrect solvent application. The plant did not take any actions to address the failure as the line for material mp5301-c was reactivated at a different bd plant, starting march 10th, 2025. The plant that produced this batch is no longer producing the material number. Although, no additional actions were taken for this complaint, a quality alert was generated on march 21st, 2025 to communicate and reinforce the correct solvent application method using a medica solvent dispenser to avoid separation between components. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Photos received.